Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: vent stopped ventilating while venting a patient. No harm, no medical intervention. Screen went black. It was reset and appears to work ok. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. It was reported by the user that the ventilator stopped ventilating while in use on a patient. The screen went black. The device was reset and appeared to function normally afterward. No medical intervention was required for the patient. Consequently, the event did not cause or contribute to a death or serious injury to a patient. Upon review of the device logs, it was observed that the ventilator had stopped during ventilation on multiple occasions. The device was frequently used with nebulizer, o2 flush, and suctioning maneuvers. It was confirmed by the local technician that the facility uses closed circuit suctioning; however, the device was configured for open suctioning at the time of the event. The correct option code for closed suctioning was entered. The device passed all tests and was returned to use. Therefore, a user error was assessed as root cause.

Event description:
The following was reported to hamilton medical ag: vent stopped ventilating while venting a patient. No harm, no medical intervention. Screen went black. It was reset and appears to work ok. No health consequences or impact.

Event description:
The following was reported to hamilton medical ag: vent stopped ventilating while venting a patient. No harm, no medical intervention. Screen went black. It was reset and appears to work ok. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.